Event description:
User facility medwatch report received states: "during the procedure, as the cardiologist was attempting to close the right common femoral arteriotomy, the device would not deploy. Given persistent oozing, manual compression performed for hemostasis. What was the original intended procedure? Right retrograde common femoral arteriotomy access; selective coronary artery angiogram; measurement of left ventricular end diastolic pressure and left ventricular angiogram; limited right iliofemoral angiogram; suture immediate closure proglide device in the right common femoral arteriotomy. Given persistent oozing, manual compression performed for hemostasis". As the name of the physician was not provided by the hospital, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Lot number corrected, changed from 2601811 to unk. It was initially indicated the device was available for evaluation. Follow-up attempts made requesting the device to the site contact have been unsuccessful; therefore, a failure analysis of the complaint device cannot be completed. The reported lot number does not correspond to the device part number. Reviews of the lot history record and complaint history database could not be conducted because the correct lot number was not provided and the device was not returned. Based on the information reviewed, there is no indication of a product deficiency.